Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced tiredness and an expression that hear was about to jump out of the chest since device adjustments. As of this time, this ICD remains in service. No additional adverse patient effects were reported.